Manufacturer narrative:
Neither the product nor applicable imaging films are returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: degenerative disc disease, cervical stenosis it was reported that patient underwent anterior cervical discectomy and fusion at c3-c5.intra-op,driver broke off. The driver broke off while driving in the screw into sclerotic bone, and would not come out of the screw head. Surgeon tried to retrieve it and it would not budge even with use of drill. Surgeon opted to leave it in rather than having to rip out the whole construct. The final fluro images did not show the tip of the driver in the head of the screw. Product came in contact with the patient. Fragment of the instrument remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.